Event description:
It was reported resistance was felt, the coil stretched and was removed from the patient with a snare device. There was no clinical consequence to the patient.

Event description:
It was reported resistance was felt, the coil stretched and was removed from the patient with a snare device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the introducer sheath was not returned. The proximal end of the main coil was noted to be extensively stretched. Functional testing could not be performed due to the damaged condition of the returned coil. Information available indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu. It is probable that the coil was damaged as a result of the friction experienced during advancement from the distal end of the microcatheter causing the coil to stretch and the subsequent medical intervention with the microsnare. It is likely that the main coil was damaged during use thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.